Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the controller failing to alarm was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Atypical power cable disconnect alarms were intermittently active on (B)(6) 2023 from 10:18:34 ¿ 10:18:38. The alarms occurred on the white power cable while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the log file indicated that the alarms were active. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple power cable disconnect alarms, but the patient denied hearing any audible alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.